Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had a battery issue and the pump shut down during the middle of the night. Reportedly, the customer experienced an elevated blood glucose (bg) level; however, the contact was unable to provide a specific bg value. Multiple follow up attempts were made to complete troubleshooting with the customer; however, no additional information was provided.